Event description:
Revision surgery - the patient's femur broke below the implant due to a fall.

Manufacturer narrative:
The reason for this revision surgery was to exchange a hip prosthesis after 21 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 24094 showed 3 parts (part number: 425-97-009) reviewed for an oversized feature; the parts were accepted with the justification, "features functional is acceptable per inspection using functional gage (fg) fg114." Ncmr 23953 showed 1 part (part number: 425-97-009) reviewed for a hole with excess depth; the part was accepted with the justification, "extra hole depth will not affect function with mating parts." A review of the product complaint report history showed this is the first complaint against a part from this lot. The event is deemed to be non-product related and the root cause was reported as trauma from a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.